Event description:
An alydia health employee received a completed jada experience survey form that reported jada stopped the abnormal post-partum bleeding in "1-5 minutes on second placement" and noted, "we had an issue with wall suction" in the area on the survey designated for feedback when [?] Jada did not stop bleeding'. The information provided for this event is limited and states that the patient is morbidly obese, has a past medical history of postpartum hemorrhage (pph) and had a spontaneous vaginal deliver. This patient's abnormal uterine bleeding started within one hour after delivery (a categorical checkbox) and the amount of blood loss was listed as 600 ml prior to jada use. The survey form indicates that prior to using jada, this patient's abnormal uterine bleeding was treated with hemabate (unknown dose) and txa (unknown dose). The survey form states that 120 ml of sterile fluid placed in the cervical seal of the jada device. Additional comments were written on the jada experience survey form, describing "jada had a lot of clots" and it was "difficult to flush". The form stated they "cleared clots and replaced to suction" and "the device was now working and worked well with second placement." There is missing information on this survey form, including no answer about how long jada was in place or how much blood was evacuated into the jada collection canister. This survey form does not have any other information that was provided for this event.

Manufacturer narrative:
Lot number is not currently available for this event. Request sent to site for lot number, no response to this request to date. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event. The health care provider reported blood clots, needing to clear clots, and replacing the device. It is unclear whether jada malfunctioned based on the information that was provided. Jada is unable to suction blood clots from a patient's uterus. This patient's abnormal uterine bleeding was stopped when it was cleared of clots and with second jada placement. Although the impedance of suction can interfere with the ability of the jada system to fully perform as intended, and therefore could be considered a malfunction of the device, we believe that such a device malfunction is not likely to result in a death or serious injury if it were to recur, since the attempt to obtain suction with the jada system is performed by an hcp in an emergent situation. As such, the adequacy of the suction will be assessed immediately by the hcp and troubleshooting (including second jada placement) and/or alternative treatments pursued if needed. We are reporting this as a device malfunction out of an abundance of caution. The patient's bleeding was controlled with the second jada placement.

Manufacturer narrative:
Lot number is not currently available for this event. Request sent to site for lot number, no response to this request to date. A good faith effort to obtain lot number has been attempted. This report will be amended if we receive additional information regarding this event. The health care provider reported blood clots, needing to clear clots, and replacing the device. It is unclear whether jada malfunctioned based on the information that was provided. Jada is unable to suction blood clots from a patient's uterus. This patient's abnormal uterine bleeding was stopped when it was cleared of clots and with second jada placement. Although the impedance of suction can interfere with the ability of the jada system to fully perform as intended, and therefore could be considered a malfunction of the device, we believe that such a device malfunction is not likely to result in a death or serious injury if it were to recur, since the attempt to obtain suction with the jada system is performed by an hcp in an emergent situation. As such, the adequacy of the suction will be assessed immediately by the hcp and troubleshooting (including second jada placement) and/or alternative treatments pursued if needed. We are reporting this as a device malfunction out of an abundance of caution. The patient's bleeding was controlled with the second jada placement.

Event description:
An alydia health employee received a completed jada experience survey form that reported jada stopped the abnormal post-partum bleeding in "1-5 minutes on second placement" and noted, "we had an issue with wall suction" in the area on the survey designated for feedback when [?] Jada did not stop bleeding'. The information provided for this event is limited and states that the patient is morbidly obese, has a past medical history of postpartum hemorrhage (pph) and had a spontaneous vaginal deliver. This patient's abnormal uterine bleeding started within one hour after delivery (a categorical checkbox) and the amount of blood loss was listed as 600 ml prior to jada use. The survey form indicates that prior to using jada, this patient's abnormal uterine bleeding was treated with hemabate (unknown dose) and txa (unknown dose). The survey form states that 120 ml of sterile fluid placed in the cervical seal of the jada device. Additional comments were written on the jada experience survey form, describing "jada had a lot of clots" and it was "difficult to flush". The form stated they "cleared clots and replaced to suction" and "the device was now working and worked well with second placement." There is missing information on this survey form, including no answer about how long jada was in place or how much blood was evacuated into the jada collection canister. This survey form does not have any other information that was provided for this event.